Manufacturer narrative:
(B)(4). An opened sample from an unk lot was received for eval and confirmed to meet mfg specifications. No defect was found that could be related to the complaint. No mfg trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by an eye care professional (ecp), on two occurences a consumer experienced redness and soreness of the left eye, with severe pain and/or discomfort and a watery discharge. Corneal examination showed abrasion requiring treatment with antibiotics for both incidents. Also noted were three 1 mm areas identified in the central cornea. The severity of corneal staining was noted as moderate, and the extent of staining as <50%. The ecp indicated that it was difficult to differentiate the areas as corneal scarring or infiltrates. A definitive clinical diagnosis was not made, but noted as a possible infection. Treatment prescribed for the first occurrence in (B)(6) 2014 was chloromycetin, dosing and treatment duration unk. Treatment prescribed for the first occurrence in (B)(6) 2014 was chloromycetin, dosing and treatment duration unk. Treatment prescribed for the second occurrence in (B)(6) 2014, gentamycin every four hours, for an unspecified duration. Contact lens wear had not resumed at the time of the initial report, though the consumer was reported to be improving. Visual acuity remained unchanged prior to and following the incidents. A follow-up appointment was scheduled for (B)(6) 2014. Additional info was received 11/13/2014 that states the consumer has resumed lens wear and the event has resolved.